Manufacturer narrative:
(B)(4). Broken jaw. The analysis results found that the device was received with a jaw ramp broken. In an attempt to replicate the reported incident, the device was tested for functionality. Due to the broken jaw ramp, seven unformed clips were fed. The jaw condition would not allow the jaws to collapse in order to form the clip. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip did not come out after the device was fired for functionality. This occurred at the first firing, before use on the patient. The device could not be fired in spite of several attempts. A clip seemed to be stuck at the base of the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. The stuck clip came off somehow after the operation and then, the device "became to be fired."